Event description:
It is reported that the drill bit fractured.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The cause of the drill fracture can not be determined due to insufficient information. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.